Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the customer planned to perform diagnosis procedure. The procedure was aborted, and it was completed by using another system. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Review of system log file shows host-pc did not startup in the previous system start. Upon functional testing, the fse found that host pc was not turning on. The philips engineer rebooted the system and the issue was solved temporarily . However, the issue reoccurred and to resolve this issue fse replaced bios battery and hard disc. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system did not boot up successfully. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.